Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The proglide devices referenced are filed under a separate medwatch report number. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Article: safety and effectiveness of suture-mediated arterial closure device in hepatocellular carcinoma patients that underwent drug-eluting beads transarterial chemoembolization. (Annals of vascular surgery (2018), doi: 10.1016/j.avsg.2081.05.077).

Event description:
It was reported through a research article identifying starclose se devices that may be related to the following: patient complications of hemorrhagic complications with treatment. Specific patient information is documented as unknown. Details are listed in the article titled: safety and effectiveness of suture-mediated arterial closure device in hepatocellular carcinoma patients that underwent drug-eluting beads transarterial chemoembolization.